Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Product was provided for investigation; an external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and no pairing code. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was found within the investigation window. A probable cause could not be determined. The customer's complaint was confirmed because a failure was found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient had inaccurate cgm values 4 days after the sensor was inserted in the arm. On (B)(6) 2024 in the early morning while sleeping, the patient had a seizure. The reading at that moment was not documented. After the seizure subsided, the reading was 74 mg/dl and the bg was unremembered but stated in the 50s mg/dl. The spouse treated the patient with glucagon injection. After the incident and during the call, the patient was tired but feeling okay. At an unspecified moment after the episode, the bg was 244 mg/dl while the reading was 262 mg/dl. There was no documentation of treatment for rebound hyperglycemia post treatment. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.